Event description:
Boston scientific received information that this patient's system consists of a boston scientific device and three competitive leads. The patient has been experiencing atrial fibrillation (af) since implant of this device. During a normal follow-up visit, there were nine non-sustained ventricular episodes but only two with electrograms (egms) which look like noise is being oversensed and resulting in approximately two seconds of asystole for this dependent patient. The patient stated he has some lightheadedness which is not correlated with the episodes and he does not recall what he was doing at the time of these episodes. A review of the daily measurements show right ventricular impedance is stable from 600 ohms to 700 ohms and thresholds are also stable at 1.4v. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant discussed troubleshooting with this caller and stated the issues could be related to lead position or lead integrity. The patient will continue to be monitored. No other adverse events have been reported. This product issue will be updated if additional information is received.